Event description:
The doctor was doing procedure via the radial artery approach. Sometime after the procedure, the patient developed inflammation at the entry site. A biopsy was done, sterile abscess noted.